Event description:
The report indicated that seven mins into bypass surgery the flow rate went from 4 lpm to 2 lpm. They came off bypass to troubleshoot for approx 5 min and found the problem with the filter. The arterial filter was bypassed using existing bypass line. They resumed bypass with no pt compromise.